Manufacturer narrative:
H.6. Investigation: it was performed DHR evaluation and no occurrences potentially related to the occurrence was observed. The image provided by the customer was evaluated and it was possible to observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station with caused the damage.

Event description:
It was reported that an unspecified number of syringe solomed 5ml ll w/shld sla experienced damaged/brokenplunger rod(s). Product defect was noted prior to use. The following information was provided by the initial reporter: syringe is cracked on the plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe solomed 5ml ll w/shld sla experienced damaged/brokenplunger rod(s). Product defect was noted prior to use. The following information was provided by the initial reporter: syringe is cracked on the plunger.